Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating rv pacing lead impedance abrupt change or out of range greater than 3000 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).